Event description:
The customer reported to beckman coulter (bec) a leak of bloody fluid from the probe wipe (2 ml) onto the sample tubes on the unicel dxh 800 coulter cellular analysis system. The customer also noted the coiled tubing from the probe to quick disconnect 421 (qd41) also had bloody fluid in the tubing. The leak was not contained within the instrument. The customer noted the fluid after the probe was moving in the probe area, the bloody fluid dripped onto the mixing piercing area. The cts (customer technical specialist) suspected the cause of the leak was a plugged vacuum line in the probe wipe. The customer placed the instrument offline and moved the samples for analysis to the backup instrument. The customer was unable to find the plug so service was requested to repair the leak. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no patient results affected. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the solenoid 341 was not working causing the rinse block to not drain properly. The rinse block had no vacuum to remove the fluid from the rinse cycle causing the fluid to drip from the rinse block onto the tubes and the mixing area on the instrument. The fse replaced the solenoid 341 to resolve the leak. The failure mode was attributed to solenoid 341 not working properly. (B)(4).